Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) female patient contacted zoll customer support to report that the patient had bruising and irritation under the front therapy pad. The patient's doctor suggested that the area was fungal related. The patient further reported that the area had not gotten better or worse. There was no further follow up information on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.